Event description:
The pt had two leads from the same lot. It was reported the pt was receiving stimulation in unintended areas. In turn, the pt's leads were found to have migrated. Invalid impedance was present prior to surgical intervention taking place. During the procedure, the doctor experienced difficulty repositioning the leads. One of the pt's leads was also found to be kinked during the procedure. As a result, the kinked lead was explanted/replaced and will not be returned to sjm. Effective therapy was present post-op. The surgical procedure was extended two and a half hours due to the doctor having trouble repositioning the pt's initial leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.